Event description:
The customer reported via phone call experiencing high blood glucose levels. She stated that she had changed the set out the day prior, but she noticed that where the tubing was partially detached from the reservoir. The customer's blood glucose was 538 mg/dl, which she treated via insulin pump. Her most recent blood glucose was 200 mg/dl. She did not observe any damage to the insulin pump. The insulin pump passed the self-test. She was unable to perform the displacement test and was advised to monitor insulin pump. She stated that she had already discarded the old infusion set and did not require its replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.